Manufacturer narrative:
Bayer case number: (B)(4) the pain is so bad [pelvic pain female] , constant head pain [persistent headache] , I am no longer able to work [inability to work] , I have muscle and joint problems [muscle disorder] , dizziness [dizziness] , I have muscle and joint problems [joint disorder] , intense fatigue [fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-apr-2026. The most recent information was received on 22-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("the pain is so bad") in an adult female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 191 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), headache ("constant head pain"), impaired work ability ("I am no longer able to work"), muscle disorder ("I have muscle and joint problems"), dizziness ("dizziness"), arthropathy ("I have muscle and joint problems") and fatigue ("intense fatigue"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (to remove essure). At the time of the report, the headache, muscle disorder, dizziness, arthropathy and fatigue had not resolved. The outcomes for pelvic pain and impaired work ability were unknown. The reporter considered arthropathy, dizziness, fatigue, headache, impaired work ability, muscle disorder and pelvic pain to be related to essure administration. The reporter commented: my life is no longer the same as it was before essure. At times, I am unable to bear my condition to the point of considering the worst. Patient's current status: I am no longer able to work or live a normal life. I take medication for all the pain; the pain even wakes me up at night. I have muscle and joint problems, intense fatigue, dizziness, and constant head pain. I experienced a lot of medical wandering before making the connection with the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-apr-2026: quality safety evaluation of product technical complaint, internal correction: imdrf codes updated. Event verbatim updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). The pain is so bad that I am no longer able to work [pelvic pain female] I am no longer able to work [inability to work] I have muscle and joint problems [muscle disorder] I have muscle and joint problems [joint disorder] intense fatigue [fatigue] dizziness [dizziness] constant head pain [persistent headache]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("the pain is so bad that I am no longer able to work") in an adult female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 191 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), impaired work ability ("I am no longer able to work"), muscle disorder ("I have muscle and joint problems"), arthropathy ("I have muscle and joint problems"), fatigue (" intense fatigue"), dizziness ("dizziness") and headache ("constant head pain"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (to remove essure). At the time of the report, the muscle disorder, arthropathy, fatigue, dizziness and headache had not resolved. The outcomes for pelvic pain and impaired work ability were unknown. The reporter considered arthropathy, dizziness, fatigue, headache, impaired work ability, muscle disorder and pelvic pain to be related to essure administration. The reporter commented: my life is no longer the same as it was before essure. At times, I am unable to bear my condition to the point of considering the worst. Patient's current status: I am no longer able to work or live a normal life. I take medication for all the pain, the pain even wakes me up at night. I have muscle and joint problems, intense fatigue, dizziness, and constant head pain. I experienced a lot of medical wandering before making the connection with the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.